Event description:
On (B)(6) 2009, the patient reported that he pulled the insulin cartridge from his infusion device and the plunger became stuck to the piston rod. A small amount of insulin leaked into the cartridge compartment of the infusion device. He dried the cartridge compartment with a cotton swab. He was educated on the proper procedure for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient switched to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.